Event description:
The customer reported falsely low sodium (na) results, for several patients, involving the unicel dxc 800 synchron system. The customer stated the erroneous results were released out of the laboratory and questioned by the physician. Amended reports were issued to the physician. The customer stated it is unknown if patient treatment was impacted. There has been no report of patient consequence associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered chloride (cl) port of the flowcell was completely filled with buildup and not cleaned as per beckman coulter recommended maintenance. The fse cleaned the port but it did not resolve the issue. The fse observed contamination in the flowcell and bubbles in the ratio pump and decontaminated the system and performed routine yearly preventive maintenance which included replacing the ratio pump. The fse replaced the potassium (k) and calcium (ca) electrode tips as well as the sodium (na) electrode. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications.